Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Based on the following information, omsc presumed that physical stress caused a gap in the light guide lens glue and dirt got in. According to the inspection results from local service department, the followings were confirmed. - dirt inside the light guide lens. - ccd lens was broken. - light guide lens was broken. IFU states not to apply physical stress. According to a similar complaint, it was presumed that the cause was that the physical stress caused a gap in the light guide lens glue and dirt got in.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on august 24, 2021, it was found that the inside of light guide lens was dirty. There was no report of patient injury associated with the event.